Manufacturer narrative:
Additional information: it was later confirmed that the medtronic guide catheter had nothing to do with complications in the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "rotablation-assisted staged culottes bifurcation stenting of left main chronic total occlusion". This article described a case of staged left main coronary artery chronic total occlusion percutaneous coronary intervention (pci). The patient presented with angina on exertion of canadian cardiovascular society (ccs) class ii for 2 years which increased to ccs class iii in the past 5 months even while adhering to optimized medical therapy. The patients vitals and physical examination were normal. Routine blood investigations were within normal limits with hemoglobin levels of 13.2 g/dl. Two dimensional echocardiography showed no regional wall motion abnormality. Left ventricular dimensions were within normal limits with 60% left ventricular ejection fraction. The patient underwent coronary angiography which revealed chronic total occlusion (cto) of distal left main (lm) terminating into a stump with non visualization of left anterior descending coronary artery (lad) and left circumflex artery (lcx), but grade 3 ca++ was observed through the lad and lcx course. The right coronary artery (rca) was a dominant vessel with no significant disease, filling the entire left coronary artery system up to the cto segment by grade 3 collaterals. After angiography, the patient was shifted from the cath lab to the coronary care unit. Cardiac surgeons advised coronary artery bypass graft (CABG), however, the patient refused. The decision was then made to perform a pci through the femoral route later on the same day. The japan cto score was 3 and the syntax score was 30. Pci for lm-cto bifurcation was started through the right femoral artery with help of a medtronic 7f ebu guiding catheter. First, the lm to lad lesion was negotiated with the non medtronic wire and after some effort, the lesion was crossed successfully with another non medtronic wire. However, while attempting to dilate the lad lesion with a 1 x 10mm compliant balloon, there was inadvertent dislodgement of the guiding catheter with the wire. Rewiring of the lad was attempted but failed despite repeated attempts and in the meantime the patient developed chest pain and became hemodynamically unstable. The cause of chest pain and instability was likely from decreased collateral flow due to dissection in lad. There were limited options at that time such as urgent CABG, rewiring of the lad, lad recanalization through a retrograde approach from the rca and recanalization of the lcx. It was opted to go for recanalization of the lcx because lad rewiring had already been tried and the retrograde approach via the rca could have been catastrophic at that time as it was the last remaining patent coronary artery. The lm-lcx cto was successfully negotiated with the hydrophilic cto wire. Again, an attempt to cross the lad lesion with the above-mentioned cto wires was made but was unsuccessful. As a bailout procedure, stenting to the lm-lcx with 2.75 x 40mm stent was performed and timi flow grade 3 in lcx was achieved. The patient was discharged on optimized medical therapy with advice of a lad pci in a staged manner. After 8 weeks, the patient was again taken up for pci to the lad. Coronary angiography showed a patent lm-lcx stent and a proximal to mid tight 99% lad lesion terminating into cto. Retrograde injection from the rca showed grade 3 collaterals filling up to the mid lad. The first plan was an antegrade approach to recanalize the lad. If it did not work, the next plan was a retrograde approach through the rca. The lad was negotiated with a hydrophilic cto wire with a non medtronic microcatheter. After multiple attempts, the lesion was crossed. The lm-lcx stent struts were opened with a 1.5 x 10mm compliant balloon and the proximal lad lesion was negotiated with a 1.0 x 5mm compliant balloon but could not be crossed. The lm-lcx stent struts were opened with a 2.5 x 10mm compliant balloon for easy delivery of a rotablator. The proximal lad calcified lesion was rotablated with 1.5-mm burr through the struts of the prior lm-lcx stent. After exchanging the rotawire to a workhorse wire, the lad lesion was dilated with 2.5 x 10mm compliant balloon and a3.0 x 40mm stent was deployed from lm to lad overlapping the proximal part with an lm-lcx stent of equal caliber falling in the category of culotte bifurcation. The lcx was now crossed with a workhorse wire and struts of the lm-lad stent were dilated with a 2 x 10mm compliant balloon. Final kissing balloon inflation was performed with a 2.75 x 10mm non-compliant balloon in the lcx and a 3.0 x 10mm noncompliant balloon in the lad. A proximal optimization technique to the lm was also performed with a 3.5 x 10mm non-compliant balloon. The final result was timi flow grade 3 in both the lad and lcx. The patient was discharged on guideline-directed medical therapy and followed-up at regular intervals. The patient was doing well, and follow-up angiography was performed after 6 months which showed mild disease in the lad.

Manufacturer narrative:
Journal article: rotablation-assisted staged culottes bifurcation stenting of left main chronic total occlusion year: 2023 ref: https://doi.org/10.1016/j.jaccas.2023.101811 b3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.